Event description:
It was reported that patient¿s implantable neurostimulator (ins) battery level measured to be 2.595v, though no eri message was seen on the patient programmer or physician programmer. As they were coming home, the patient felt a shock and stated that their therapy didn¿t do anything after this. The patient alleged their ins was "dead" and only lasted 3 years instead of 5, and reported that they contacted their health care professional for a replacement. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).